Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Customer reported was at the hospital for symptom no related to blood glucose; they read her glucose at the hospital and obtained 437mg/dl and got it down to 324mg/dl. Manufacturer tried to contact customer with follow up phone calls to make sure the new product replacement is not displaying high results;unable to talk to customer.

Event description:
Customer complains of high results. Customer's daughter called on behalf of the customer, she states mother does not feel well and believes it is not due to her diabetes. Customer's daughter states her mother requires no medical attention at this time. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expire 6/26/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 293mg/dl and 324mg/dl not fasting. Reviewed meter memory: (B)(6). Customer states she was in the hospital yesterday due to stomach pains. They read her glucose at the hospital and obtained 437mg/dl and got it down to 324mg/dl. Customer is on an antibiotic and acid reducer.